Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt/check belt messages) has been confirmed. Upon investigation the cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging the violet (agnd) wire at the cable connector. The cause of the messages was the damaged wire. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that belt was producing adjust belt/check belt messages.